Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced low blood glucose level of 2.7 mmol/l. Customer stated that the insulin pump was exposed to moisture. Customer states there is fluid in the reservoir compartment. Customer stated that the reservoir was not leaking. Customer stated that the slot for the lip of reservoir was broken. Customer stated that the reservoir was able to lock in place. The device will not be returned for analysis.